Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 3000 mcg/ml clonidine at 500 mcg/day and 150 mcg/ml baclofen at 24.99 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient's pump was replaced because the infusion was inconsistent. It was noted the catheter was aspirated. It was unknown if the patient had symptoms and the event date was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.